Event description:
It was reported during a da vinci s hysterectomy procedure that a fenestrated bipolar forceps instrument had a broken cable. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Complaint of broken cable is confirmed with the following clarification: cable is frayed. Conductor wires are intact and undamaged, but drive cable is frayed. Both pitch cables exhibit light fraying at the distal clevis hub. Frayed strands stick slightly out at the wrist. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.